Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three (3) additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a mildly calcified right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was no suture present when the plunger was removed with all four devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.